Event description:
It was reported that during a procedure, the physician reported that the device would not load clip during the case. A second same device was pulled and used without complaint. No patient consequences were reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.